Manufacturer narrative:
Product not returned.

Event description:
The user facility reported the device triggers were sticking during set up prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.